Event description:
Related manufacturer reference number: 2017865-2023-36656 related manufacturer reference number: 2017865-2023-37147 related manufacturer reference number: 2017865-2023-37148 it was reported a patient presented with a pocket ulcer with swelling and pain at the pocket. When the patient came for treatment on (B)(6) 2023, the physician found the lead was exposed and the patient had an infection. Their system was explanted in a procedure on (B)(6) 2023. During the procedure, the implantable cardioverter defibrillator (ICD) left ventricular set screw slipped and the silicone pad was damaged before pulling out the lead. Post-procedure the patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.